Event description:
It was reported that during a lavh procedure, the instrument worked well in the beginning of the operation. The tip of the third instrument broke when they cleaned it. They reassembled it, but nothing worked, so then they used a new instrument and that instrument worked fine during the whole procedure. No pt consequence.

Manufacturer narrative:
Information anticipated, but anticipated, but unavailable at this time.